Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced inappropriate losses of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to depleted batteries and therefore a use error. The device had been running the 3 am test daily since (B)(6) 2020 and over this time it depleted a battery with approximately 75% state of charge to 0% state of charge, causing the device to unexpectedly shutdown. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.